Manufacturer narrative:
Manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one MRI low profile port attached to a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported unable to aspirate and identified fracture issue, as a compound split that was c-shaped was found approximately 4mm from the distal end of the cath-lock. The port body and attached catheter were patent to infusion with a leak noted at the c-shaped compound split. Aspiration of water into the syringe was attempted but was unsuccessful. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products are identified. (Expiry date: 11/2022).

Event description:
It was reported that one day post port placement procedure through right jugular vein, the device was allegedly unable to aspirate. The procedure was completed using another device. There was no reported patient injury.